Event description:
Laparascopic cholecystectomy performed. Readmitted 2 days later and went to or for persistent pneumoperitoneum and sepsis of small bowel obstruction. Pt found to have a perforation of the cecum. Pt underwent a right colectomy. Surgeon suspects perforation may have resulted from an electrical injury.